Manufacturer narrative:
The product is almost four years old.this is a limited reuse device based upon the sharpness of the drill tip. The flex portion has been stressed and not all coils are concentric. There are dings and gouges on the blade edges. The damage is consistent with contact with the passing pin, another instrument or device. Use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. No root cause related to the manufacture of this device can be determined.

Event description:
It was reported that when surgeon pulled the drill out he noticed the acorn part had broken off inside the tunnel. No significant delay or patient injury reported.